Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a meal despite entering a meal announcement and subsequently attempted a full supply change for the ilet system; during the process the user had difficulty connecting two lengths of tubing, ended the call, and could not be recontacted, while the previous infusion site and cannula appeared normal upon removal and glucose was trending down. Symptoms included elevated blood glucose over 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient high glucose for about two hours without use of backup therapy, ketone testing, professional medical intervention, or hospitalization. Investigation included troubleshooting and education on supply change steps with attention to infusion set replacement and tubing connection. Investigation of this case revealed unclear cause of hyperglycemia, with no observed infusion set or cannula defect and a functioning prior site suggested by a downward glucose trend, while difficulty connecting tubing during the attempted change was noted. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.